Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-03464. Additional information received identified the patient is receiving physical therapy as an inpatient but will be soon transferring to an outpatient facility and will continue therapy there. It was also reported the patient is regaining left leg mobility but is still unable to walk.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-03464. It was reported during the patient's permanent implant procedure, neuro-monitoring indicated loss of neurological function in the lower legs. The patient had lost the ability to move her left leg. As a result, the patient was hospitalized and the scs system was explanted which improved the issue; however, did not resolve it completely. As of (B)(6) 2016, the patient was still hospitalized. It was noted there was difficulty placing the lead resulting in multiple attempts. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-03464. Additional information received identified that although the patient has not regained full mobility of her left leg she has gained the majority of it back. It was also reported the patient is able to walk with assistance and is in an outpatient facility working towards walking without assistance.